Event description:
Information was received from a hcp regarding an implantable neurostimulator. The reason for call was caller stated that the patie nt's implant battery is dead and they are trying to get an MRI. Caller stated they attempted to recharge the implant battery but it is not working. Agent reviewed MRI guidelines with the caller. Additional information was received from a healthcare provider (hcp) . Reviewed MRI guidelines for "dead" battery. Caller indicated that pt reported that the ins cannot be restarted or charged and stopped working (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.